Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer reported that the system is working intermittently. They are getting no fluoroscopy or digital acquisition and intermittently unable to change the detector size.